Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014 ¿ device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter download showed that a ¿error 1 sub code 17: initializing rf failed¿ was recorded. During testing, the meter powered up normally and paired successfully with a test pump. No errors occurred during testing. The complaint of the meter emitting ¿error 1¿ warnings was observed in the meter download but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the meter emitted multiple random error warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.